Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an internal short on the main board. The main board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device was unable to detect new batteries. Complainant indicated that there was no patient involvement in the reported malfunction.